Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was bleeding which was treated by holding heparin. Additionally, the purge side arm was cracked during a purge cassette change, therefore, the pump was exchanged.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The purge sidearm was found to be broken into two pieces between the pressure reservoir and the yellow luer check valve. Considering the nature of the damage, it was determined that the cause of the sidearm bond damage was the use of excessive force during the purge cassette exchange.

Event description:
The us complainant had a cp support ongoing when the team broke the purge sidearm. The sidearm cracked and prompted the team to replace the pump. Additionally, it was reported that there was bleeding and this was treated by holding heparin.